Event description:
During a thoracic laminotomy for epidural lead placement on pt, the surgeon was using the medtronic electric drill and the bit snapped in half. The tip was retrieved from the pt. Remaining portion of the drill bit is still stuck in drill. No pt harm.